Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that when monitoring a patient during transport, the device intermittently would display a dashed line between complex rhythms. There was no harm to the involved patient.